Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer used an alternative insulin delivery method, and the technical support team arranged for a replacement pump to be shipped.